Event description:
A customer reported that the table slipped slightly. A ge field service engineer cleaned the rotational brake plate and adjusted the brakes. There was no reported pt or user injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.